Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the right atrial (ra) lead. The impedances appeared to be greater than 3000 ohms. Further review noted that there was minute ventilation oversensing which was causing inappropriate atrial tachy response episodes. At this time, the patient has been brought in for further evaluation. Isometrics were performed, but the observations could not be reproduced. Reprogramming was performed and the products remain in service. The ra lead is a competitor's product. No adverse patient effects were reported.